Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the blade was broken off when the blade was cleaned. As the blade was broken off out of the pt, it did not fall into the pt's body and no piece was left in the pt body. Another device was used to complete the procedure. There were no adverse consequences for the pt. No device will be returning.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.